Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms on insulin pump. The customer¿s blood glucose level was unknown. Assisted customer in performing with self-test. Test was passed. Customer reported that event was resolved by changing complete set. The troubleshoot was done for power error detected. The customer declined troubleshoot for replace battery now alarm, insert battery and low battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected insert battery alerts/alarms, failed battery alerts or alarms, insulin flow block alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Power error due to moisture damage on all electronic assemblies. No belt clip received with device. Device received with moisture damage on motor assembly, corrosion on force sensor assembly and corroded battery tube.